Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and boston scientific technical services was contacted to analyze the device data. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and at this time, the device remains implanted and in service. No adverse patient consequences were reported.